Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: a2dr01 ipg (B)(6) 2015; 5076-58 lead (B)(6) 2015. (B)(4).

Event description:
It was reported that the right atrial (ra) lead dislodged post-operatively. The ra lead was repositioned and remains in use. No patient complications have been reported as a result of this event.